Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40, lot# v119496, implanted: 2008 (B)(6); product type lead product ID 3389s-40, lot# v750324, implanted: 2012 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
Additional information reported the patient did not do any interrogation of their device and the staff believed they have left the patient on group a. They were uncertain of what had caused the inadvertent group b activation.

Event description:
It was reported, the patient had right hand dystonia secondary to left stimulator inadvertent group b activation which provided no stimulation. The patient had had right hand stiffness/cramping since last adjustment two days prior to report. The event was related to programming and intervention included reprogramming. The event was considered resolved without sequelae.